Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17464984m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #:m-4800-01, serial #:(B)(4). (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch uni-directional catheter and soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. The thermocool smarttouch uni-directional catheter was open and in the body but was not being used. The soundstar eco catheter was being used during mapping and a tamponade was noted and confirmed via intracardiac echocardiogram. A pericardiocentesis yielded 300ml. Patient was reported to be in stable condition. The remainder of procedure was aborted. The patient initially improved and then worsened. The patient required a few days of extended hospitalization in the intensive care unit as a result of this adverse event. The patient outcome is fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. The physician did not provide a causality opinion. No transseptal puncture was performed. There is no sheath information. Generator parameters, overall ablation time, and last ablation cycle time were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time maintained at 300 seconds or above. There were no error messages reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch uni-directional catheter and soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. The thermocool smarttouch uni-directional catheter was open and in the body but was not being used. The soundstar eco catheter was being used during mapping and a tamponade was noted and confirmed via intracardiac echocardiogram. A pericardiocentesis yielded 300ml. Patient was reported to be in stable condition. The remainder of the procedure was aborted. The patient initially improved and then worsened. The patient required a few days of extended hospitalization in the intensive care unit as a result of this adverse event. The patient outcome is fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/2/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).